Event description:
It was reported post permanent scs implant procedure the patient started experiencing numbness in her right thigh. Follow-up identified the patient presented to her physician with post-operative pain. The patient was prescribed pain medications to help with the symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.